Event description:
It was reported that the user awoke with shaking and believed their glucose was around 40 after the ilet had been paused for approximately two hours; no confirmatory fingerstick was performed, no outside insulin or meal was taken, and the user consumed watermelon juice to treat the event. Symptoms included hypoglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no findings available, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.